Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated a missing set screw. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspect of dislodgement. The lead had unstable capture thresholds and was found to have no capture. The lead was programmed off until it could be revised. The lead was revised and repositioned remaining in use. It was further reported that during lead revision, the physician unscrewed the set screw out of the grommet and could not get it back in. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.